Event description:
It was reported that the instrument fractured during the procedure. No further information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip had fractured and was not all returned. There is visible discoloration at the tapered shaft and on the handle below the strike plate. The strike plate shows impact marks from use along with a mark on the shaft. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the instrument fractured during the procedure. The patient retained the foreign material from the fractured instrument.